Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted: (B)(6) 2005; dtba1d1 ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaint of syncope. A left ventricular (lv) lead alert had previously triggered due to readings beyond the upper impedance threshold. Chronically high lead thresholds were also observed with the lv lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.